Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital service technician reported that two bulbs were burned prior to starting a surgical procedure. There was no patient involvement.

Manufacturer narrative:
Additional information has been provided. The customer reported that the system had two bulbs burned out before surgery. No patient involvement. The company service representative examined the system and was able to replicate an issue related to the reported event. The xenon lamp was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on june 27, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon bulb. The manufacturer internal reference number is: (B)(4).